Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue could not be verified. The alleged unexpected shutdown was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the home screen. In addition, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 198 mg/dl. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.